Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The sensor kit expiration date is march 31, 2021. Case awareness date is (B)(6) 2021, which confirms the device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc freestyle libre 2 sensor. Customer reported a horizontal trend arrow and a high reading of 120 mg/dl which was higher than a lab reading of 53 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a high reading from their adc freestyle libre 2 sensor. Customer reported a horizontal trend arrow and a high reading of 120 mg/dl which was higher than a lab reading of 53 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The sensor kit expiration date is march 31, 2021. Case awareness date is august 04, 2021, which confirms the device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device manufacturer date for the reported sensor is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-1 (type of report event) was incorrectly documented in the initial MDR 30 day report. Section h-1 has been updated.